Event description:
It was reported that a few months after the pacemaker system was implanted, the patient was feeling dizzy. The patient was checked in the clinic, and it was determined that something happened with the lead. Additional information was received that the atrial lead was surgically repositioned/reconnected due to dislodgement. The lead remains in-service. No additional adverse patient effects were reported.